Event description:
It was reported that the patient presented in the ER after receiving inappropriate atp and hv therapy. Review of device image showed episodes of atrial fibrillation with a rvr. Programming changes were performed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.